Event description:
It was reported that during an ion endoluminal lung biopsy procedure the patient experienced bleeding. All labs were normal, and the patient was not on any medications prior to the procedure. The physician suspected the cause of the bleed was a blood vessel in the area that could not be seen and that a different biopsy modality would not have prevented the bleeding. Per the physician, two nodules were biopsied and on the second nodule (10 mm, right middle lobe, over 4 cm from pleura), during the first needle pass with a 23-gauge needle, a small hemorrhage occurred. The patient required topical epinephrine and suction of blood clots and was kept intubated for 4 hours. The procedure was not delayed due to this event. The patient was hospitalized and monitored for 24 hours without additional medical intervention. The patient was discharged home the next day. There was no allegation that a malfunction of an ion system, instrument, or accessory occurred.

Manufacturer narrative:
There was no allegation that a malfunction of an ion system, instrument, or accessory occurred. A review of the system logs for the reported procedure date showed there were no related system errors to have occurred during the procedure that would have likely caused or contributed to the reported event.